Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient presented to the office for reprogramming to see if she could get additional coverage in the buttock area. This is an acute pain issue that has been ongoing for 5 to 8 weeks. She still reports that she is not having any back or leg pain, which is what the device was implanted for. Interrogation the device it revealed high impedances on 8-15 at 40000. 0-7 is within normal limits (wnl). Cause of impedance issue unknown. Patient denies any falls, recent surgeries, motor vehicle accident (mva), or other precipitating factors. Removed any programming that was using the affected lead. Additional education provided to the patient on the remote. Given that she is still reporting relief of her back and leg pain, she will follow up with her pain management physician to discuss next steps, including possible injections. No plan for surgical revision at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.